Event description:
In 2008 at 9:44 am, the lay-user/pt contacted lifescan (lfs) alleging that the one touch profile meter is giving inaccurate erratic readings. On january 9, 2008, the reported issue began. On the event day, the pt reported blood glucose results of "338 and 83 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the pt, she received an alleged inaccurate high reading and took insulin (5 units of regular and 15 units of normal). Within ten minutes, the pt reportedly obtained another reading of 83 mg/dl and was feeling irritable. The pt contacted emergency services for assistance. The emergency services tested the pt with an emt meter at "120 mg/dl" and treated the pt with food and/or beverages. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, lfs meter readings, diabetes medication regimen, and food intake prior to the ems visit. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the puncture area was cleaned appropriately, the test technique was correct, the reported meter readings was confirmed in the meter's memory, the check strip test pass, the blood samples were taken from approved test site, the test strips are in condition and within the discard date, the test strip vial is in good condition, and the meter is coded accordingly. This complaint is being reported because the pt claimed that she was treated with food/beverage by emergency services for symptoms that might be related to abnormal blood glucose levels after the issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.